Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5.5 years post initial right tka, surgeon preformed a poly swap to the (B)(6) female patient due to instability. There was no breakage of device or surgical delay/prolongation. Sales rep was unable to obtain photos/x-rays. The product is not available for return.

Manufacturer narrative:
(H3) it was reported from the us that a 64 yo female, weight 103 lbs, experienced a surgical revision. Approximately 5.5 years post right tka, surgeon preformed a poly swap due to instability. There was no breakage of device or surgical delay/prolongation. Sales rep was unable to obtain photos/x-rays. The product is not available for return. Patient has had two revision surgeries prior to this one. The first was on (B)(6) 2016 and the second revision was on (B)(6) 2016. Patient was last known to be in stable condition following the event. Unable to obtain photos/x-rays. Product is not available for return. No additional information is available. Upon review of all available information, there is no evidence to suggest that a design issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. These devices are used for treatment not diagnosis.